Event description:
The customer's blood glucose was tested and the result was 387mg/dl. Their family gave them 9 units of insulin based on the result. 2 hours later the customer went to a doctors appointment. The doctor received a result in the 400's mg/dl. The customer was having high blood glucose symptoms. The doctor sent the customer to the hospital where they received a result in the 350's mg/dl. The customer was given IV fluids and insulin. Level one control was in range. A request was made for the return of the suspect device and replacement product was sent.